Manufacturer narrative:
The flexcath cross device was discarded and is unavailable for investigation. Per device history record review there were no noted non-conformances. A root cause could not be established. A supplemental report will be submitted with additional information once it is made available.

Event description:
During puncture of the left femoral vein, during the insertion of the vascular sheath (flexcath adv) with a needle for puncture of the atrial septum, the guidewire was blocked in the vascular sheath, the inferior vena cava was damaged and internal hemorrhage occurred. Patient operated on in an emergency mode, death after the procedure - hypovolemic shock. Per follow-up from the representative at the case only the acqcross needle was fitted, the guide wire was replaced with a hydrophilic terumo- to puncture the septum. A balloon was not used because the procedure was discontinued due to signs of bleeding. The autopsy took place, the official result is not yet available. According to the oral report of the pathomorphologist, the patients inferior vena cava was damaged - an opening of about 2-3 mm, which was surgically sutured. The cause of death was hypovolemic shock as a result of retroperitoneal bleeding.

Manufacturer narrative:
While it is noted per device instructions for use the acqcross qx needle lumen will accept guidewire sizes up to 0.032 inches (0.813mm) in diameter an exact root cause cannot be determined for the reported incident.

Event description:
Per additional follow up from the physician the right femoral vein was selected for access. A complication occurred when maneuvering the original guidewire. The prowax terumo guidewire became stuck in the needle. The patient had no discernible anatomical anomalies. The replacement 0.035 in. Hydrophilic terumo guidewire went smoothly into the superior vena cava as visualized with fluoroscopic imagery. The needle was not replaced. The septum puncture was normal, but the procedure was stopped due to the increasing hypotension and bleeding.